Manufacturer narrative:
According to the report from the representative, "the surgeon reported (spoken) only about a patient with very strong headache days after the application of bioglue in a transphenoidale case. Further about an infection reaction months after the application of bioglue by sealing the dura on the head. From my experiences I suppose that too much bioglue was applicated, the surgeon admitted this as a possibility as well. Therefore it might be an application mistake instead of a complaint." Additional information was received on 04/21/2015 from the surgeon. In response to a request for additional clarifying details, the surgeon only stated "the detailed questions, I am not able to answer as this was only a short usage/evaluation and not a study. It was a test phase where we used bg for closing the dura, sealing the suture line after cranial procedures, we also used it in spinal applications and in some cases for transphenoidal approach." Not enough is known about the patients (including preoperative diagnosis or current dispositions), procedures (including how bioglue was applied, how much was applied, other materials used such as dural replacements, etc.), and adverse events observed (including when/if they resolved, whether testing such as CT scans, blood tests, or cultures were performed, etc.) To determine a root cause for the reported events. Foreign body reactions and/or inflammatory reactions related to bioglue could have potentially played a role, but the limited information available is not enough to determine a root cause. According to the report a patient experienced a headache (some days) and an "infection reaction" (some months) after use of bioglue to close the dura in a transphenoidal procedure. Details regarding the nature of the "infection reaction" are unknown. Therefore it is not possible to determine what relationship, if any, bioglue may have had with the reported events. A headache following a neurosurgical procedure on the head is to be expected and is likely unrelated to bioglue.

Event description:
According to the report from the representative, "the surgeon reported (spoken) only about a patient with very strong headache days after the application of bioglue in a transphenoidal case. Further about an infection reaction months after the application of bioglue by sealing the dura on the head. From my experiences I suppose that to much bioglue was applicated, the surgeon admitted this as a possibility as well. Therefore it might be an application mistake instead of a complaint."

Event description:
According to the report from the representative, "the surgeon reported (spoken) only about a patient with very strong headache days after the application of bioglue in a transphenoidal case. Further about an infection reaction months after the application of bioglue by sealing the dura on the head. From my experiences, I suppose that to much bioglue was applicated, the surgeon admitted this as a possibility as well. Therefore, it might be an application mistake instead of a complaint."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.